Manufacturer narrative:
An image was provided to covidien/medtronic. The image showed the reported issue of the breath delivery unit (bdu) blank display. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during service, the status display on the breath delivery unit (bdu) of a 980 ventilator was blank. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) "rebooted" the device and the display was no longer blank. The se placed the ventilator on a test lung for a period of time and did not observe another occurrence of the blank bdu status display. The ventilator was in working condition.